Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the iliac artery. After a 035 guide wire crossed the lesion, a 7x120x120 epic¿ vascular stent was advanced and positioned on the target lesion. After unlocking, resistance was noted and a bit of force was applied on the thumb wheel. The stent partially opened and resistance was again observed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.